Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a power error and high blood glucose levels over 500 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. Customer did not note any symptoms, but stated they are consistently receiving low battery errors after changing the battery several times. Customer also notes the high blood glucose may be due to the device not alarming when the battery is dying. Customer was disconnected in the middle of troubleshooting. The product is not expected to return.